Manufacturer narrative:
A ge service representative performed an onsite investigation. The interface module was evaluated and replaced. The software was reinstalled. The hard drive and collimator were recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.